Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage not consistent with typical use. The returned power cord showed carbon buildup, and the pads packaging appeared to have burn marks. This type of damage likely resulted from user involvement, such as the cord being plugged into a live wall outlet while the pads package made contact with the power cord contacts while plugged in, causing burning and damage to the pads packaging. The power cord and pads were scrapped. The device itself showed no damage and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, an arc was heard from the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.